Event description:
Product evaluation at this institution demonstrates back flow of IV fluids, medication, blood possible from injection sites to syringes, tubings, etc below luer activated valves. Materials management notified, baxter sales rep notified. No further feed back from baxter.